Event description:
It was reported that an ilet user experienced a no-display condition in which the screen remained off despite placement on the charger with the indicator light illuminated, and the device could not be turned on; a replacement device was provided and the user continued glucose management using multiple daily injections and cgm. Symptoms included hyperglycemia with a reported blood glucose of 567 mg/dl for several hours. Outcomes included hospitalization; the hospitalization was associated with liver transplant rejection and concurrent steroid therapy and was not attributed to the device. Investigation included customer interview, device history and usage review as available, and logistical replacement for further assessment. Investigation of this device did not reveal a suspected device display or power-on malfunction consistent with a hardware screen visibility problem; the exact component failure could not be confirmed without return evaluation. Based on previous findings for similar reports, we concluded that the cause was not a device malfunction.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."